Manufacturer narrative:
Insulin pump passed functional testings' including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone call to have low blood glucose of 46 mg/dl, which was treated with food. Customer reported that reservoir was showing less insulin than what was shown on status screen. Customer reported that drive support cap appeared normal. Troubleshooting could not be performed as call was dropped.